Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that the catheter was placed on (B)(6) 2015. The catheter type was a mahurkar qplus acute 19.5cm straight catheter, pass tray configuration. Allegedly, several hours (exact time unknown) after the catheter was inserted at spectrum, a clinician noticed that the clear, rotatable wing of the catheter base had come detached from the catheter itself. This is typically sutured in to the patient to ensure it does not slip or become dislodged from the patient. However, the customer claims that the portion of the wing that is connected to the actual catheter became detached, and thus, the catheter had to be replaced. Customer is uncertain how it became detached.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received for evaluation; however two photographs were received for a visual inspection. A visual inspection was performed and the reported issue was confirmed. The suture wing is a movable plastic component on the catheter body. The suture wing can be detached if excessive force is applied to the catheter body. According to the instructions for use, the user must suture the catheter to the skin using the rotating suture wing. Attach the suture wing to the skin utilizing the suture holes on either side of the wing. The user must verify that the sutures are secure in the suture wing. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.